Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error frozen display. The customer¿s blood glucose was 89 mg/dl at the time of incident. Customer reported that the insulin pump received another insulin pump error. Customer reported that the insulin pump was not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
During testing, the device returned an unexpected pump error 24. Upon further review of the unit's interior, there were no signs of previous moisture damage or corrosion on the electronic assembly. The problem appears to be due to the electronics or electronic assembly. Unable to perform prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the pump error 24. The middle keypad button is cracked. The retainer ring is solidly attached to the reservoir tube lip. Unable to find any cracks in the case whatsoever.